Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: (B)(4). The reported crosslead 18 guide wire was returned for investigation. The polymer jacket and outer coil of the returned crosslead 18 guide wire were found stretched for approximately 7mm distal to the proximal solder (set at 30mm from the wire tip to fix the outer coil onto the core wire). The polymer jacket was peeled at the distal tip segment and at approximately 36mm from the distal end. The polymer jacket was removed for observation. The ball tip was confirmed, and the coil pitch was found widened at approximately 10-20mm from the tip. In order to inspect the condition of the core wire, the outer and inner coils were removed. The core wire was found fractured at approximately 1mm from the distal end. Microscopic observation revealed that the proximal fracture end of the core wire was necked by tensile stress. Investigation of the returned crosslead 18 guide wire confirmed that there was no fracture of the outer and inner coils. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress generated with removal manipulation might have been locally applied on the tip of the crosslead 18 guide wire while the guide wire tip had been trapped in the calcified lesion, causing fracture of the core wire and elongation of the outer coil and the polymer jacket. Although it was concluded that this event was not attributed to product quality, it was unable to completely rule out that any polymer fragment was left in the patient anatomy. [Warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise, damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunctions and adverse events] 1.malfunctions: separation or breakage of the guide wire damage such as separation coming off of coating.

Event description:
It was reported that a plain old balloon angioplasty (poba) was performed for a mildly tortuous and moderately calcified chronic total occlusion (cto) in the popliteal artery (pop). When attempts were made to cross the lesion using an asahi crosslead 18 guide wire and a cix support catheter (cook medical), the tip of the crosslead 18 was slightly trapped. During removal of the guide wire, the polymer jacket of the crosslead 18 was peeled and the distal segment was elongated within the polymer jacket. The procedure was completed with a new crosslead 18 guide wire. It was informed that there were no adverse patient effects associated with this event and the patient was fine without any problems after the procedure.